Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. Additional information was received that this ra lead recorded a automatic lead safety switch (lss) due to an spike in pacing impedance measurements, and myopotential oversensing was noted as the lead was automatically switched to unipolar mode. This ra lead was replaced with the same model. No additional adverse patient effects were reported outside the revision procedure.